Event description:
A 28 mm diameter x 16 mm diameter x 16.5 aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm size at time of implant is unknown. It was reported that the computed tomography demostrated that there was a type I endoleak. It was reported that the patient's stent graft had migrated due to disease progression. A talent cuff was implanted, however this did not resolve the type I endoleak. It appeared that the aortic cuff that was placed was undersized compared to the diameter of the arotic neck. The physician performed angloplasty 3 times and the endoleak did not resolve. The patient will return for follow-up and if the endoleak has not resolved the physician will attempt a brachial approach to coil the endoleak area. No additional clinical sequalae were reported and the patient is fine.